Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) had continuous internal fault alarm. An attempt was made to change the batteries but it did not resolve the problem. Patient was given a loaner mpu, and the other one was sent back for analysis and repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a continuous alarm on the mobile power unit (mpu) was confirmed via analysis of the returned mpu. The mpu (serial number: (B)(6) was returned to service depot for analysis and the issue was reproduced during testing. The returned mpu was powered on and the unit booted up as intended; however, upon powering on, a continuous auditory alarm activated. The issue was isolated to the mpu patient cable. The patient cable was replaced and the issue resolved. After replacing the patient cable, a full functional checkout was performed and the unit passed all steps of the test without any issues. The replaced patient cable was forwarded to product performance engineering (ppe) for further analysis. The serviced and repaired mpu was returned to the customer site after passing all tests per procedure. The returned mpu patient cable was further evaluated by ppe. The patient cable was connected to a known working testing fixture, test system controller, and a mock circulatory loop, and upon powering on the system a continuous auditory alarm activated. The alarm did not affect the controller¿s ability to operate the pump at the set speed. Evaluation of the patient cable revealed that the echo wire was shorting to the cable shielding; this would result in the reported continuous alarm. The full length of the outer jacket and underlying layers were removed to identify where the echo wire was contacting the cable shielding; however, the exact location of where contact was being made could not be identified. The reported event was determined to be due to an electrical short between the echo wire and the cable shielding; however, the root cause of the damage could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 25mar2022. The manufacturer is closing the file on this event.